Event description:
The patient presented in clinic for follow-up on (B)(6) 2017. Upon interrogation of the implantable defibrillator, the transmitter exhibited a battery longevity estimate anomaly. It is believed that the anomaly was due to an issue with the estimate towards end of life however premature battery depletion was not disregarded as a possibility. The device was explanted and replaced on (B)(6) 2017. The patient was stable during and post procedure.